Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Affiliate reported: got little info - waiting for more - and patient is going to be re-operated the (B)(6) 2017. Implants will be returned after re-op as planned for the (B)(6) 2017, "withsend" can be a control picture with the broken rod.